Event description:
Baxter reports a transfer set leak as a result of a broken clamp. The leak was noted in the clamp area of the set during use, with the clamp in the closed position. The transfer set was 4 months old. No pt injury or medical intervention reported.